Manufacturer narrative:
We checked the returned unit and confirmed the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the fluid damage from the distal end assy w/ccd module. In addition, we confirmed that the bending rubber leak, the bending rubber cut, the distal body worn out, the insertion flexible tube (ift) bump, the angle wire grinding, and the segment hooking; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure cloudy.